Event description:
It was reported that the pt could not adjust stimulation and a display showed a "call your doctor" icon. A power on reset (por) condition occurred. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).